Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist stated that the customer confirmed that the issue had been resolved. No resolution was provided by both the technical support specialist and the customer about the resolved issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that in pyxis medstation es patient's list was not available. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.